Event description:
It was reported that the device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the doctor received an an error tone from the hand piece. The case was completed with another hp052. There was no patient consequence.